Event description:
Customer called adc requiring assistance with changing the units of measure in his unlocked adc meter. During troubleshooting, the customer reported that he had been misinterpreting the readings displayed in mmol/l as mg/dl for approximately 6 months, and has "consumed pills" (specific medication no reported) according to his physician's advise based on the readings. The report stated "due to fear of cardiac complications, the customer was hospitalized and was scheduled to undergo cardiac catheterization." Upon arrival, the medical staff found that his blood sugar levels were "very high" (specific readings were not reported). It was then that he was informed of the incorrect units of measurement in his meter. Customer's treatment was changed and he was treated with insulin injections at the hospital. There was no specific diabetes-related symptoms or diagnosis reported. Follow up clarification with customer, confirmed that he had not yet had the cardiac catheterization performed, but was still scheduled to undergo the procedure. Customer did not observe any errors or icons on his fs meter. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation and a final report will be submitted when the investigation is complete.